Manufacturer narrative:
Patient information currently unavailable. The hospital's biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was intermittently not switching to mechanical ventilation as expected. There is no report of patient injury.